Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient placed on impella 5.5 after undergoing emergent aortic resection and mediastinal re-exploration for persistent aortic root bleeding. The patient had worsening atrial flutter and went into pulseless electrical activity (pea) arrest due to suspected bleeding, requiring hemoperitoneum evacuation. Patient nonexpanding omental hematoma of the transverse colon. The patient continued to have intermittent atrial fibrillation rapid ventricular response. The patient was transitioned to do not resuscitate (dnr) and comfort care, with impella, crrt (continuous renal replacement therapy), and pacemaker being turned off. The patient ultimately expired.

Manufacturer narrative:
D2 date of death has been updated.

Manufacturer narrative:
The investigation for the access site bleeding, arrhythmia, and hematoma has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed, hematoma, and arrhythmia and could not be determined.